Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a right ventricular (rv) shock impedance measurement of zero. Technical services (ts) was consulted and recommended troubleshooting options. The patient was brought into the clinic for further troubleshooting. It was discovered the shock impedance measurement was greater than 200 ohms, not zero. Further lead testing and isometrics were performed. Subsequently, the device was reprogrammed. The health care professional (hcp) will discuss the findings with the electrophysiologist. The rv lead remains in service at this time. No adverse patient effects were reported.